Event description:
It was reported that, "painful hip."

Manufacturer narrative:
The following other hip devices were also listed in this report: trident 0 deg x3 insert 32mm head, cat# 623-00-32d, lot# mhl5pn; 32mm std lfit v40 head, cat# 6260-9-132, lot# 317333021. It cannot be determined which, if any of these devices may have caused or contributed to the patient's plan. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) were requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.